Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects are present in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign objects are present in the nozzle. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remained in the device. The event can be detected/prevented by following the instructions for use which state: referring to the operational manual chapter 3 preparation and inspection. And reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.